Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced hazy vision at night. A secondary procedure was planned to replace the lens with a monofocal iol. The clinical reason for the planned explant was rotation of the toric implant. Additional information was received indicating that the patient experienced posterior capsular rupture, vitreous loss, and residual astigmatism. The patient continues to have persistent astigmatism. Visual acuity is 20/20 with correction, attributed to the residual astigmatism following the explant of the toric lens. The lens was replaced with a 22.5d monofocal lens from the same manufacturer.